Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that breakage occurred during use with a bd connecta¿ stopcock. The following information was provided by the initial reporter, "on (B)(6) 2019, (B)(6) received the feedback from mr. (B)(6) of the supplies warehouse in the (B)(6). When nurse (B)(6) of the seventh ward of the inpatient department was using the connecta for infusion to rehydrate, the connecta broke and the drugs leaked."

Manufacturer narrative:
H.6 investigation summary: a device history record review was performed for provided lot number 9009502 and the review did not reveal any detected abnormalities during the production process that could have contributed to this reported incident. To further investigate this issue, ten samples were provided for evaluation by our quality engineer team. All the samples were inspected, and all of the samples showed signs of damage, specifically cracking. Although our quality team was able to identify damage, it was not possible to determine a definitive cause for this defect within the manufacturing process. It is possible that this defect occurred during usage. At this time, further action has not been determined necessary.

Event description:
It was reported that breakage occurred during use with a bd connecta¿ stopcock. The following information was provided by the initial reporter: "on (B)(6) 2019, huarun received the feedback from mr. (B)(6) of the supplies warehouse in (B)(6) hospital. When nurse (B)(6) of the seventh ward of the inpatient department was using the connecta for infusion to rehydrate, the connecta broke and the drugs leaked."